Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: d4 (UDI), d9, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirm. According to the investigation, there was no clear conclusion about the cause of the reported issue and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had contamination on the fiber optic cable. The issue occurred during reprocessing. There were no reports of patient involvement.